Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received prialt (25mcg/ml, unknown dose) in an implantable pump non-malignant pain and other chronic/intractable pain (truck/limbs). The patient got sick last (B)(6) 2015. The patient associated the sickness with a pump problem. The hcp reduced the patient's dose ("weaned her off a bit") and the patient got better. The dose was reduced to 3.1mcg/day. The patient was currently asymptomatic. A catheter dye study and rotor study were performed on (B)(6) 2016. The catheter was found to be patent/intact. The rotor study was performed twice and there appeared to be no movement of the rotors. The pump event logs showed everything looked good and there was no mention of volume discrepancies. Additional information was requested from the manufacturer representative regarding , but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative indicated the (B)(6) study was repeated and the (B)(6) moved fine. A dye study was also performed and showed no issue. The patient was doing well and have had no further issues to the reporter's knowledge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.